Manufacturer narrative:
Internal reference number: case (B)(4).

Event description:
It was reported that during a tka, the tibial cutting block shows metal abrasion and sharp edges at the saw slot. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: it was reported that during a total knee arthroplasty, the tibial cutting block shows metal abrasion and sharp edges at the saw slot. The procedure was successfully completed without delay using a back-up device. The device, used in treatment, was returned for investigation. Upon visual inspection, the relationship between the reported event and the device could be confirmed. The cutting block shows signs of mechanical damages on both slot edges. A complaint history review was performed. No additional complaint for the batch in question (a70614) was detected. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. Based on the performed investigations, there is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. It is hypothesized that the sharp edges on the device may arise due to excessive contact with oscillating saw blades during operation. Hence, the root cause is attributed to wear and tear during use. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. No further actions are deemed necessary at this time. This version of the device will be monitored for similar issues. The returned device will be discarded.